Event description:
The customer reported that the insulin pump was hot and the screen turned off. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a battery tube heating up and an unexpected blank display as a result of a punctured isolation tape to a component and making contact with the battery tube.